Manufacturer narrative:
Visual inspection of the returned components found that there were scuff marks on both the inferior and superior surfaces. One of the two ball bearings and the associated spring were missing and not returned. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The product search history found no other complaints related to the same issue for the part and lot combination of the device. It has been found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA field action #z-1052-2015 contains all tasp shim lots. The instrument was manufactured on sep 17, 2014 before the field notification was launched and before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.

Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearing was found to be missing after going through the sonic cleaner.